Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584, UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a kyphoplasty procedure in a patient diagnosed with primary osteoporosis, compression fracture and intravertebral cleft. It was reported that there was pulsatile bleeding when the bone access needle was inserted, and the inner cylinder was removed. The physician waited for the bleeding to stop with the inner cylinder inserted for about 5 minutes, but the degree of bleeding did not change. The guide pin and osteo introducer were inserted immediately, and cement was filled with bfd. Balloon was not used with the highest priority being to obtain hemostasis. During cement filling, there was a lot of bleeding and cement leaked into the spinal canal from the damaged posterior wall. In the preoperative evaluation, there was pulsatile bleeding due to the insertion of a bone access needle without noticing that there was an aneurysm in the vertebral body. It was not a product defect. There was a delay of less the 60 mins in the overall procedure. The cement was mixed and stored as per IFU. Patient is in hospital and is making satisfactory progress. No neurological symptoms. No patient injury / complication post-surgery. Bone access needle included in the kit kpt1002. Cement used for the surgery remains in patient. Products will not be returned since they were discarded or remained in patient. There was patient injury /complication.